Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: there are no previous complaints of this code/batch. There are no units in OEM stock. Received 22 closed samples and two open and unused samples (one of them has the needle detached from the thread, the other one has the needle connected to the thread). Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action has been launched.

Event description:
Country of complaint: (B)(6). The needle is not attached to the suture, and when you take the needle, it is drop.